Manufacturer narrative:
Corrected data: b5-the reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -8.0/1.5/072 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2024. On (B)(6) 2024 the lens was exchanged for a same model and size but different power lens due to excessive vault. The replacement lens was implanted vertically and the problem resolved. Cause was reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the product. Visual inspection found fibre and no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -8.0/1.5/072 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a same model and size but different power lens/ the replacement lens was implanted vertically and the problem resolved. Cause was reported as unknown.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).